Manufacturer narrative:
. The hvad is used for treatment not diagnosis. It was reported that this patient was admitted to the hospital with symptoms of nausea, vomiting, and lethargy. It was reported that a head CT scan confirmed that patient had suffered an intracranial hemorrhagic stroke. A repeat CT showed advancement of the hemorrhage which was deemed inoperable by a member for the medical team. It was reported that care was withdrawn by members of the family and the patient expired. The device was not returned to the manufacturer for analysis as it remained implanted post mortem. Bleeding, stroke, and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicated that the patient was at home at time of event. A review of the pump's manufacturing records indicated there were no ncmr's generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to its qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. A review of the complaint data was completed for this patient. There is no record of previous servicing for this patient.

Event description:
It was reported that approximately eight months after hvad implantation this patient experienced a hemorrhagic stroke and subsequently expired. Patient was initially admitted with persistent nausea and vomiting as well as lethargy. Head computed tomography (CT) scan revealed intracranial hemorrhagic stroke. The doctor noted that the likely cause was supratherapeutic anticoagulants. The patient was intubated and started on kcentra for anticoagulant reversal. A repeat CT performed, after neurosurgery consult, showed advancement of hemorrhage resulting in uncal herniation and was noted to be inoperable. Patient's family requested initiation of comfort care and disconnection of mechanical ventilation. An autopsy was not performed and pump was not explanted. Peripherals were discarded by the site per their protocol. The device will not be returned for evaluation.